Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history report (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were removed/broken. The investigation found the device had the bottom case was cracked. The pump event history showed a syringe empty alarm in the event history log (ehl). The evaluation was performed, and the reported issue was duplicated during flow test and checking position calibration. The position pot tab was not installed into the carriage. The root cause of the reported issue was due to use error. The technician installed pot tab and replaced cracked bottom case. Device passed all functional and delivery tests.

Event description:
It was reported that device displayed check plunger lever error. Printed circuit board (pcb) and plunger cable were replaced. Then, the device did not calibrate errors were observed. No patient injury was reported.